Manufacturer narrative:
Medivators has requested additional information regarding the reported event and photos of the bottle subject of the event. Our investigation is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained a burn on their hand while removing a bottle of rapicide pa high level disinfectant part a from the box. The employee washed their hands and continued working.

Manufacturer narrative:
Through our follow-up, medivators learned that the reported event was attributed to the employee not wearing proper ppe, specifically gloves. The rapicide pa part a sds provides the following warning language and guidance, related to skin exposure and ppe usage: "causes severe skin burns and eye damage. Wash hands thoroughly after handling. Wear protective gloves/protective clothing/eye protection/face protection...if on skin (or hair): rinse skin with water/shower." Rapicide pa part a is bottled with a vented lid to allow chemical fumigation. The following language is from the rapicide pa label, "store upright in shipping carton. Store locked up in original tightly, closed container - never tamper with vent." User facility personnel were counseled on the importance of wearing proper ppe when handling rapicide. No additional issues have been reported.